Event description:
Telemetry unit displayed the pt's heart rhythm on a central monitor unit without any specific routine. The rn reported that at anytime there could be lapses of the heart rhythm being displayed on the monitoring unit. A pt could be experiencing a cardiac arrhythmia and the nurse would not be aware of it happening. This event had happened with seven different monitors and the hosp's concern is that they may not be properly appraising the pt's heart rhythm and there could be detrimental results.